Event description:
It was reported that the lead was malfunctioning with high thresholds. A chest x-ray was done and it was uncertain whether the lead had dislodged previously as it was now positioned on the septum. It was noted that the patient has moderate to severe tricuspid regurgitation and was in atrial fibrillation during the procedure. The lead was removed and replaced. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analysis found no anomalies. However, the distal conductor had blood/body fluid (not obstructed), the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression and visual analysis noted apparent explant damage.